Event description:
Retained nitinol wire left in patient. Gripper line from mitral clip could not be withdrawn after the clip was deployed. Wire was cut at the femoral vein and retained. Dr. Said the wire is stable. The risks of removing surgically outweigh the risks of having the wire retained. Physician said he could not pull out the wire. The rep was in the room and said on rare occasion this has been known to happen before. They called the abbott clinical specialist and followed the known procedures for removing the wire and could not remove it. The retained item is a nitinol wire ("like a metallic string"). It extends from the mitral valve down the inferior vena cava to the common femoral vein and was clipped at the right femoral vein. Dr said there was nothing particular about patient anatomy that lent itself to the this event, it was device issue (although known to happen before). Patient discharged with no sequelae.